Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. There was a lead apron found hanging from the switch during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system shut down on its own. No patient injury was reported.